Event description:
During patient use, when the fio2 was set to 60%, the display showed 39%. Calibrating the o2 sensor could not solve the issue. This issue was resolved by replacing the o2 sensor. No injury was reported in this case.

Manufacturer narrative:
Evaluation summary: the returned oxygen sensor was visually inspected and no anomalies were noted. During the functional test, the fio2 supply measured was different from the fio2 setting, confirming the reported issue. The investigation concluded that the returned oxygen sensor was defective. Although requested, no patient information was provided.